Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Health professional was approximated to yes as the initial reporter name and occupation are unknown but the event was reported to have occurred at a health care facility. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an unknown procedure. The exact date of the procedure was not provided. During the procedure, when the physician attempted to apply the clip, it misfired and caused the patient additional bleeding requiring another procedure. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.